Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield error and a needle stick occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it is reported that customer experienced defective locking mechanisms as well as a needle stick injury." Verbiage received, "I wanted to give you an update on the defective needle situation: sent a group message to phlebotomy staff informing every one of the defective needle situation. Lab safety officer was also informed. Removed all defective needles from in-house phlebotomy carts and baskets. Called all outreach draw stations (8-total), explained situation and asked them to remove any defective needles and send back to me. Informed bd representative of defective needle problem (phone message). Current concern: physician offices, nursing homes, and visiting nurses order supplies from the laboratory. It would be extremely difficult to track who may have received this defective needle in a lab supply order. Your guidance regarding this issue is greatly appreciated."

Event description:
It was reported that shield error and a needle stick occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it is reported that customer experienced defective locking mechanisms as well as a needle stick injury. Verbiage received, "I wanted to give you an update on the defective needle situation: sent a group message to phlebotomy staff informing every one of the defective needle situation. Lab safety officer was also informed. Removed all defective needles from in-house phlebotomy carts and baskets. Called all outreach draw stations (8-total), explained situation and asked them to remove any defective needles and send back to me. Informed bd representative of defective needle problem (phone message). Current concern: physician offices, nursing homes, and visiting nurses order supplies from the laboratory. It would be extremely difficult to track who may have received this defective needle in a lab supply order. Your guidance regarding this issue is greatly appreciated."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism and needle stick injury with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to defective locking mechanism issue through CAPA #1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.